Event description:
A pt reported that their meter kept displaying a "not ok" message. This issue was not resolved with troubleshooting. Pt did not have any symptoms. There was no medical intervention or treatment given. No further information has been reported.